Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on an unknown sample. The consumer reported his niece took the binaxnow¿ covid-19 antigen self test and received a negative result. The consumer reported that his niece tested (product unknown) positive at the clinic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported report. Please see updates: g3, g6 and h2. Corrected data: h6: medical device problem code and health effect - clinical code, were inadvertently added to supplemental report 3 (su3).

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous supplemental report that was inadvertently saved and submitted under case (B)(6). However, the correct case number is (B)(4). This report is also to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.